Event description:
The manufacturer received information alleging a "ventilator inoperative" was displayed with red when turning the power on to start using the trilogy evo, japan device. There was no harm or injury reported. The device was not in patient use. The trilogy evo, japan ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An evt_ mach_flow_drift_high "ventilator inoperative" error indicating that the amount of fluctuation in the flow sensor deviated from the standard occurred once the power was turned on. The device's flow sensor was replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).